Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemlung oxygenator. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that clots in were noticed on (B)(6) 2021 in tandemlung oxygenators. In the evening of (B)(6) 2021 worsening oxygenation and hypercapnia were observed and oxygenators were replaced. After replacement, it was developed chattering and vasoplegia with sirs response. 250cc lr bolus were administered with improvement in flows and chattering resolved. There was no report of patient injury.

Manufacturer narrative:
H.10: a medical assessment has been conducted on the reported event. Bolus was given to the patient to improve blood flow. This is an action related to patient management issues and not to product malfunction. Based on the available information, there is no indication that any product malfunction. The event occurred during support on covid-19 patient. Covid-19 disease can contribute/lead to clotting formation due to a higher incidence of coagulopathy and thrombosis. The reported event is related to patient conditions and not to any device malfunction.

Event description:
See initial report